Event description:
Additional information was supplied by the customer. The issue was fond during preparation for therapeutic procedure. The intended procedure was completed using a similar device.

Event description:
The customer reported to olympus that the camera head had no image during an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the following was found during evaluation: the camera head does not communicate with video processor otv-s400. No visible damage was noted. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added to the following fields: b5, h4, h6, and h10.   The device was returned to olympus for evaluation, and the customer's allegation of no image was confirmed due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, it is presumed that the image was not displayed due to a communication failure caused by a failure of the cable. The event can be detected/prevented by following the instructions for use, which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.